Event description:
A ventilator was evaluated by the third party field service engineer for service. There was no harm or injury reported. During the evaluation, a service required code was observed in the downloaded event log. The investigation is not complete. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.